Event description:
It was reported that a spectrum iq pump did not delivered a medication after upstream occlusion was cleared. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported "not delivering medication after upstream occlusion was cleared" which was verified through a review of the event history log but not reproduced during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The device passed the flow accuracy testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.